Event description:
It was reported that there was a loss of therapeutic effect. It was stated that the event 'started not helping' on (B)(6)-2012, and got 'worse and worse, especially after last night.' It was noted that the patient tried all 4 programs and there was no known accident or incident related to the complaint. The patient reportedly had 'no control on holding her stool' and wanted to switch programs to see if that would help. It was stated that the patient was not sure about the location of the symptoms and that the patient had an appointment on (B)(6)-2012. Additional information was requested and if received, a supplemental report will be sent.

Manufacturer narrative:
Product ID 3889-33, lot# va01qgd, implanted: 2012-(B)(6), product type lead product ID 3037, serial# (B)(4), product type programmer, (B)(4).